Event description:
It was reported by service report that the fowler was drifting down with weight; mattress was not secure to litter. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; gas spring trip; velcro.